Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for elecsys cortisol ii (cortisol ii). It is not known if erroneous results were reported outside of the laboratory. This information was requested but was not provided. The initial cortisol ii result was 0.3 (unit of measure not provided). The repeat result was 19.3 (unit of measure not provided). No adverse event occurred. The cortisol ii reagent lot number was 189893 with an expiration date of 01/31/2017. Calibration and quality control (qc) values were acceptable. Reagent storage, water conductivity and sample and reagent probe voltage were all found to be acceptable. The pinch valve was due for replacement and this was replaced. The sample was repeated 5 times and the results were acceptable. It was stated that 1.5 ml eppendorf cups were placed on sample tubes. The customer was advised to use primary tubes or hitachi cups.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the data available for investigation, a general reagent issue can most likely be excluded. The most likely root cause may be related to a pre-analytical issue (e.g. Too short clotting time) resulting in clot formation during incubation. Another possibility could be that there were bubbles or foam on the reagent surface or on the system reagent surface. The customer stated that after the pinch valve was replaced, the problem was solved. An additional root cause for this event may be insufficient maintenance.